Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the left upper limb artificial arteriovenous fistula. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. During the procedure, the balloon was inflated once at a pressure of 20 atm, which was below the specified burst pressure. After approximately 40 seconds, a drop in pressure was observed, and subsequent inspection revealed that the balloon had sustained damage. Upon removal, it was confirmed that the balloon had suffered a longitudinal rupture. The procedure was completed using with another of the same device. There were no patient complications as a result of this event.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the left upper limb artificial arteriovenous fistula. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. During the procedure, the balloon was inflated once at a pressure of 20 atm, which was below the specified burst pressure. After approximately 40 seconds, a drop in pressure was observed, and subsequent inspection revealed that the balloon had sustained damage. Upon removal, it was confirmed that the balloon had suffered a longitudinal rupture. The procedure was completed using with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
The device was returned for evaluation. Visual examination revealed that the balloon was not folded, consistent with exposure to positive pressure. A complete circumferential tear of the balloon was observed approximately 5 mm distal to the proximal marker band. In addition, a longitudinal tear of the proximal balloon material was noted, beginning approximately 4 mm proximal to the proximal marker band and extending about 11 mm distally across the balloon surface. Per mustang device specifications, the rated burst pressure is [x] atmospheres. Examination of the marker bands revealed no abnormalities. Visual and tactile inspection of the shaft showed no evidence of kinking or damage, and the device tip was intact without damage.